Manufacturer narrative:
Based upon the clinical assessment, the reported event is inconclusive. A design or manufacturing root cause for the reported event was inconclusive based on the available information. However, based on clinical assessment, factors that may have contributed to this event include: the absence of an abdominal aneurysm; the right common iliac diameter greater than 2.3 cm; and concomitant use of non endologix extensions both in the proximal aorta and the right common iliac. Cautionary product use conditions that might have contributed to this event included: thrombus within the right common iliac artery. Notably, the aortic neck was moderately angled at 46 degrees, which might have contributed to this event, as well as the tortuosity of the right iliac artery (access morphology).

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
It was reported that after the implant of the bifurcated device on (B)(6) 2015, a proximal endoleak was observed at a completion angiography. Physician corrected the leak by implanting a competitor device. However, upon follow up, it was revealed the patient had developed a type 3a endoleak. The secondary intervention has not been performed yet.